Event description:
It was reported that a precision speedtac transvaginal anchor system was implanted.according to the complainant, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.